Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Access was obtained through the femoral artery. The 90% stenotic de novo lesion was located in a severely tortuous and severely calcified unspecified artery. On the first inflation, the physician inflated the 4.0x12mm nc quantum apex balloon to unspecified atms for post dilation and the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluation: the nc quantum apex balloon catheter was received without the original packaging. Examination of the returned device revealed blood in the inflation lumen and balloon. No damage was observed to the balloon. During an attempt to inflate the balloon the outer shaft exhibited a longitudinal tear 7mm long, extending distally from the guide wire exit port. Due to this tear the balloon was unable to be inflated. A shaft kink was observed 18mm from the distal tip. No other damage or irregularities were observed to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Access was obtained through the femoral artery. The 90% stenotic de novo lesion was located in a severely tortuous and severely calcified unspecified artery. On the first inflation, the physician inflated the 4.0x12mm nc quantum apex balloon to unspecified atms for post dilation and the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4).